Event description:
The customer reported that the pump's screen appeared internally cracked, was glitching, and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.